Event description:
Clinical study. It was reported that a telephone assessment 200 days after the initial procedure, the pt expired on an unk date. Lesion 1 was a 2.5mm, 75% stenosed portion of the distal left anterior descending (dist lad) artery. The dr successfully placed a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. Next the dr placed a johnson & johnson cypher stent in the 1st diagonal, and a johnson & johnson cypher stent in the mid left anterior descending artery. There were no complications. The pt was discharged the next day on plavix and aspirin. Two hundred days after the initial procedure during a telephone follow-up it was discovered the pt had expired on an unk date. No other info is available at this time.